Event description:
It was reported that the drain tore when pulling to remove product from package. The product was not used on a patient.

Manufacturer narrative:
The actual sample was returned for evaluation. Visual inspection revealed that the drain was in two pieces with a 2" area of cracks and roughness noted on one of the portions. The drain was tested for break strength and was found to be out of specification, however, the appearance of the drain's material roughness and cracks has never been previously noted during the manufacturing process. The cracks, surface roughness and breakage appears to be the result of post manufacturing damage. There were no manufacturing deficiencies found during the production of the reported lot number that may have contributed to the alleged failure of drain breakage. The review of the device history record showed that the strength test performed to the drain during the functional testing exceeded the requirements for this product. The instructions for use states the following precautions to avoid the possibility of drain damage or breakage: additional perforations should not be made in the drains. Avoid suturing through the drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks. (B)(4).